Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2021 lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead has reported shock impedance greater than 150 ohms since february. Noise was recreated during postural testing and the device delivered inappropriate shocks. Data to be presented to physician for next steps. Lead remains implanted. Should additional information become available, this file will be updated.